Event description:
The service report shows that the customer reported there were no audio alarms. The mallinckrodt customer support engineer (cse) extensively tested the device and verified that the alarm did function. No alarm related components were replaced. The customer reported the device was not on a pt. The unit passed extended self testing.